Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an altitude alarm occurred. There was no impact to the customer's blood glucose level. Reportedly, the customer was ultimately able to clear the alarm and resume insulin delivery.